Event description:
The customer reported that the fluoro images did not display on the monitor at monitor cart. He checked the system before the operation in the preparation room, and the system displayed the fluoro images as normal. He moved the system to the operation room, connected the cable, turned on the system, and exposed the fluoro x-ray, but did not get any fluoro images.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiation with the customer.